Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc) , it could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center which said that the damage of the internal buffer made the internal buffer writing failure, omsc surmised it might be occurred due to the accidental failure of the control module board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-02451. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that the error code, e214 (the circuits around the internal buffer is damaged) was displayed on the monitor of the subject devise at the unspecified timing. Olympus service operation repair center could duplicate the reported phenomenon. There was no patient injury associated with this report. It was not provided the other detailed information.